Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that for the past year, this pacemaker had an observed rapid drop of its expected device longevity from 5 years, which then changed to 3 years, and then had declared elective replacement indicator (eri) when using the gas gauge indicator. Boston scientific technical services (ts) asked at what point was the device checked, because if it was at any time after the initial interrogation, the gas gauge is now updated by the programmer and not by the pulse generator. It was also noted that the implant duration of this pacemaker had exceeded the expected length of time according to longevity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement indicator (eri) earlier than previously estimated.

Event description:
Boston scientific received information that for the past year, this pacemaker had an observed rapid drop of its expected device longevity from 5 years, which then changed to 3 years, and then had declared elective replacement indicator (eri) when using the gas gauge indicator. Boston scientific technical services (ts) asked at what point was the device checked, because if it was at any time after the initial interrogation, the gas gauge is now updated by the programmer and not by the pulse generator. It was also noted that the implant duration of this pacemaker had exceeded the expected length of time according to longevity. The device remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.